Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patients ipg is unable to connect with pc and troubleshooting steps were unable to reconnect or pair with pc. Patient did not undergo any unrelated procedure. Surgical intervention may be pending to address the issue at a later date.

Manufacturer narrative:
Correction: corrected health effect - impact code from 4610 - inadequate/inappropriate treatment or diagnostic exposure to health effect - impact code to 4611 - absence of treatment the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.